Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Reportedly, multiple supply changes were performed to address the occlusion alarms.